Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that the patient was admitted to the ER with leg and abdomen pain. The physician stated the cause for the occlusion was due to a possible kink in the limb. The physician performed a fem-fem bypass to restore flow to the right leg. The intervention was completed successfully. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4)